Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found at the time the device was turned on. There was no patient involvement. The philips field service engineer (fse) inspected the system on-site and found that the geometry failed to move. Upon troubleshooting, the fse confirmed that the device reported "movements were unavailable" at startup. The fse checked the geo ipc and found it failed to start up. It was confirmed that the geo ipc was defective. To resolve the issue, the fse replaced the geo ipc and reinstalled the software. The defective geo ipc was returned to philips for failure analysis, which showed contamination/corrosion; there were debris and corrosion on the inside and outside of the chassis. After the replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it has been identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product should ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. The user is instructed not to use the product for any application until they are sure that their routine checks have been satisfactorily completed. Therefore, since the device was not in use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that geometry was unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.